Manufacturer narrative:
Additional information has been provided in b.5 and h.10. The product was not returned. Associated products were not provided. It is unknown if qualified products were used. There are no other complaints in this lot. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating that the complication was not caused by the lens however, further details were not provided.

Manufacturer narrative:
This event does not meet criteria as a reportable serious injury or malfunction based on information received following submission of the initial report. Our device was not the contributory cause of the event. The manufacturer internal reference number is: (B)(4).

Event description:
Further information was received indicating that the complication was not a fault of the manufacturer. The lens or cartridge never made contact with the patient.

Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria.  The root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported a complication occurred during an intraocular lens implantation procedure. The patient experienced an anterior capsular tear. The procedure was completed with an alternate lens. Additional event details were requested however, further information was not received.